Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, because of difficult patient anatomy the lead was extensively manipulated and the physician questioned its integrity. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.